Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot#: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who is implanted with a neurostimulator. The patient¿s relevant medical history includes failed back surgery syndrome. Information was reported on (B)(6) 2019 that manufacturer representatives had been working with the patient for the past month to try and get the right programming set up on his implant, but they still cannot hit the mark. The patient said his manufacturer representatives put three programs on his device a week ago, but they are not doing anything for him. The patient said that the trial was incredible for him, but now with the implant he is not able to get the same success. The patient said that he has been working with his manufacturer representatives weekly since (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2020-jul-01. It was reported that stimulation was only capturing the patient's groin and legs and not in their back. Reprogramming occurred on (B)(6), 2020, (B)(6), 2020, (B)(6), 2020 which did not resolve the issue, so a lead revision occurred on (B)(6), 2020. At the post-op revision appointment on (B)(6) 2020, the patient still had stimulation in his groin. The device was placed on high dose settings to see if that would also capture their back pain. The patient will follow up with the manufacturer representative and health care professional on 2020-jul-10. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a rep. It was reported that the patient was hospitalized and had the device explanted due to infection from the revision on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. Rep was not sure where the device as they were notified after explanted. Patient was still currently, hospitalized. Device removed on (B)(6) 2020.